Event description:
The device was returned due to ipc tubing error. The pump displayed no alarms at startup and had no errors performing mock infusions. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. An internal investigation found there was a damaged screw mount of the pneumatic plate.

Event description:
The following has been reported: biomed reported; "discovered pump problems and tubing set problems in history. As reported by staff, no patient harm, but did stop during an active infusion. A preliminary review of the logs identified the following issue: tubing set error (ipc connection leak failure). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.